Event description:
A voluntary MDR/medwatch report was received on 10/28/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This is 2 of 2 reports where the patient experienced life-threatening event. According to a report received via maude, the patient experienced life-threatening episode of hypoglycemia. Although the cgm was reported as inaccurate, no bg or cgm values were provided. Multiple due diligence attempts were made to contact the reporter for additional information; however, these efforts were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5176830. Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports where the patient experienced life-threatening event. Please see the related record (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.